Manufacturer narrative:
Hvad pump was returned for evaluation. No device malfunction was reported against pump; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of log files was not performed since log files covering the reported event date were not available for analysis. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing and dimensional verification. Independent pathological report revealed materials within the inflow and on the sewing ring margin which are grossly and histologically consistent with thrombosis. Based on the investigation conducted, there is no evidence of a malfunction that may have prevented the pump from performing as intended. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the patient underwent a routine heart transplant. The ventricular assist device (vad) was returned for e valuation. Preliminary analysis of the device evidence of material within the inflow cannula consistent with thrombus. There was no evidence to suggest that a device malfunction caused or contributed to the reported event.